Event description:
The manufacturer received information alleging a ventilator was alarming for proximal line disconnect. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer is taking responsibility to correct/repair the device. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for proximal line disconnect. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer's complaint was confirmed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.